Manufacturer narrative:
Beckman coulter inc. Provided the customer a replacement fluidics tray . This appears to have resolved the issue.

Event description:
A customer reported that they observed a wash buffer leak coming from the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.